Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gauge increased from 5% to 95% after customer turned on the pump. There was no reported impact to the customer's blood glucose level. Recommendation was made to monitor battery performance and contact tandem technical support if the reported issue recurs. Customer acknowledged.